Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector . Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. During the device evaluation, service found that due to damage on the charge coupled device (ccd) unit, there were black dots in the image, and the specified resolving power was not obtained. There was a leak in the bending section due to a cut in the rubber covering (a-rubber). Due to the cut in the a-rubber, the insulation resistance value at the distal end did not meet specifications. The adhesive on the a-rubber was scratched and the a-rubber was worn. The objective lens was chipped. The distal end cover (c-cover) was dented. The image guide protector was shaved and had a cut. The connecting tube was wrinkled and had discoloration. The universal cord was scratched and sticky. The grip had discoloration. The scope connector was dented. The universal cord protector on the scope connector side was damaged, and the water supply connector was deformed. The bending angles in the up, down, left, right directions did not meet specifications due to wear of the angle wires. The up/down knob and right/left knob did not meet specifications due to wear of the angle wires. Due to clogging of the nozzle, water removal ability did not meet specifications. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center for evaluation with a report that there was a leak from the a-rubber (rubber cover). There was no patient or user injury reported. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.